Event description:
Additional information received that a muting probe used during the procedure to manage electrocautery interference with nerve monitoring.

Manufacturer narrative:
B5: additional information has been updated. H6: code d02 has been updated for nim mainframe. The previously updated code d16 has no longer applicable. H6: code d20 has been updated for patient interface. The previously updated code d16 has no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative the nim 3.0 mainframe monitoring was unstable and waveform appears intermittently. The issue was not resolved by repositioning or troubleshooting. There was no patient impact.

Manufacturer narrative:
H3: product analysis for nim mainframe found that the muting probe connection port was broken. H6: codes c070603 and g04034 applicable for nim mainframe. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis for patient interface observed there was no abnormalities found. H6: codes c19 and g02005 applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.